Event description:
The device was used to treat a pt and reportedly, when the device was turned on, the lcd screen was blank and the manual defibrillation energy select control switch was non-functional. The device operator used the device's strip chart recorder to obtain an ECG reading from the pt and used the automated defibrillation feature to continue treatment. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.